Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties, however, the patient effect and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Bleeding/hemorrhage and surgery (surgical exposure) are listed in the proglide instructions for use as potential adverse events. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Estimated age (reported as patient in early 70s). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after an iliac interventional procedure. Reportedly, the knot would not advance. Manual arterial compression was held but bleeding was not decreasing. A cut down was performed and the physician saw the normal knot and a second knot above it on the same suture that prevented knot advancement. Hemostasis was achieved surgically. There was a clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.